Event description:
On 14 february 2024, a complaint was created with the following details: "...badly processed and undiagnosable piece...the tests on the instrument did not show any error and no error in the event log, the only report was the noisy rotary valve motor, which could not have caused any type of damage, also because it passed all the tests, the pmdr report concerns the process started on 9/2/24 with the name protocol 3 hours and concerns a breast coming from the madonnine that cannot be diagnosed." The assigned leica help desk service engineer documented the affected patient tissue samples were derived from one (1) "3 hours" protocol comprising 250 cassettes which started in an unknown retort with a start date and time of "09.02.2024...about 17:30", and an end date and time of "12.02.204 [sic]...about 07:00". The tissue type(s) and size(s) were documented as "biopsies - endoscopic 2 mm - 3mm"; and the tissue artefact was "adherent and crushed cells. Dehydrated samples." The help desk service engineer also documented there were "no anomalies detected. The customer complains of poor processing quality, detected only in the final stage by the pathologist." Minimum verification tests were conducted, and a "slight noise detected at the rotary valve motor, which cannot have caused any damage considering that all tests passed." Was found. A "...secondary drive gears e [sic] rotary valve motor" was ordered. On 14 february 2024, a leica field service engineer I (fse) visited the customer site and documented the following: "pmdr one cases result not diagnosticate [sic] check the logs, no error founds, run all the minimum verification tests, all concluded positive, only advise the motor of the rv a little bit noise , ordered the gear and the motor for resolve it , anyway the instrument pass the rv test, and no error founds on it." On 14 february 2024, leica biosystems melbourne received the information that 5 cases could not be diagnosed and the "...pmdr report concerns the process started on 9/2/24 with the name protocol 3 hours and concerns a breast coming from the madonnine that cannot be diagnosed." The complainant declined to provide any additional information, including patient identifiers, for the cases which were unable to be diagnosed. On 20 february 2024, the fse returned to the customer site and documented the following: "change the rotary valve gear and install the patch".

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the "3 ore" protocol comprising 121 cassettes, which started in retort a at 17:21 on 09 february 2024 and completed successfully at 06:00 on 12 february 2024, from which sub-optimal tissue processing was reported by the complainant. The root cause for the "piece processed poorly and undiagnosable..." Reported by the complainant could not be unequivocally established from the information available.